Event description:
The customer reported experiencing alarm 2 followed by alarm 26, with multiple previous occlusion events. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl, and the cgm did not read "high." The customer resolved the issue by clearing the alarm, refill tubing, and resume insulin.